Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that two days post-implant, the patient presented to the emergency room with chest pain and difficulty breathing. The patient was diagnosed with pericarditis. No further information was reported.